Manufacturer narrative:
Updating report with the model numbers of the pipelines involved in the event.(B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from marti-nez-galdamez m, romance a, vega p, et al. Pipeline endovascular device for the treatment of intracranial aneurysms at the level of the circle of willis and beyond: multicenter experience. J neurointervent surg. Doi: 10.1136/ neurintsurg-2014-011355. A total of 25 patients (15 women and 10 men) with anterior circulation aneurysms were treated with a pipeline embolization device (ped) at the level of the circle of willis and beyond. All patients were pre-medicated with double anti-platelet therapy (aspirin and clopidogrel / one patient received ticagrelor). The peds were deployed through a marksman microcatheter using a tri-axial guide catheter system in all cases. All devices were placed properly, without technical difficulties. There were no aneurysm ruptures, parenchymal hemorrhages, or device migrations during the follow up. Case# 15: a patient in his/her late 60¿s with a large unruptured fusiform/saccular aneurysm measuring 15mm located in the right m1-m2 was treated with a 4 peds (4mm x 12mm, qty. 2 ; 4mm x 14mm, qty. 2) on an unspecified date. Five months post procedure, the patient experienced symptomatic stenosis (60%) which presented as intermittent mild left-sided weakness that resolved after angioplasty and was stable at six months. Six months follow-up showed occlusion of the aneurysm.